Event description:
It was reported to nova biomedical that a consumer received results of 569 mg/dl and 389 mg/dl on their blood glucose meter. The consumer did not feel these were accurate readings. The consumer performed 2 more tests on another glucose meter getting 80 mg/dl and 83 mg/dl. The difference in the readings was determined to be clinically significant. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.